Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use in the common femoral artery following a pre-deployment angiogram. The device deployed correctly. The 48 hours following the procedure, the pt felt a pop and was diagnosed with a retroperitoneal bleed. The hospital stay was extended and the pt was treated without surgery and discharged.